Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid at unknown concentration and doses via an implantable infusion pump. The indication for use was post lumbar laminectomy syndrome and spinal pain. It was reported that the patient went through an x-ray airport scanner on (B)(6) 2018. The caller inquired about whether the x-ray scanner would shut off the pump; the information was reviewed with the caller. The caller stated that he usually feels "when the pump kicks in" but since he went through the airport security the patient hasn't felt that. It was reported that the patient feels "a little more pain than I'm used to". It was noted that the hcp turned off the patient's personal therapy manager and the medication was programmed to run continuously. No pump alarms were reported. The change in the patient's therapy was noted as sudden. The caller was redirected to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.